Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effects of hemorrhage and occlusion are listed in the electronic proglide instructions for use as known adverse events of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose proglide device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the right common femoral artery was performed successfully with a proglide device using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. The sheath was upsized to a 14f and the tavi procedure was completed. Reportedly, post procedure, the first suture failed to achieve complete hemostasis of the large hole. A second proglide was attempted; however, did not deploy correctly. Excessive bleeding occurred requiring a transfusion. A non-abbott device was used successfully to achieve hemostasis; however, post-procedure angiogram revealed vessel closure [occlusion]. Surgical intervention was performed for the occlusion and a broken foot was retrieved [from the second proglide]. A surgical graft was used to achieve hemostasis. A clinically significant delay occurred as a result of the surgical intervention and hospitalization was extended. No additional information was provided.